Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to emergency room due to high blood glucose level on (B)(6) 2021. Customer had blood glucose level over 350 mg/dl. Customer was treated with manual injection and insulin pump. Customer had blood glucose level of 224 mg/dl. Customer stated that there was no air bubbles and leak. Customer was using auto mode. The insulin pump will not be returned for analysis.